Event description:
It was reported that the right atrial (ra) lead had no capture and varying impedances. It was also noted that the thresholds varied when the ra lead was attached to the analyzer versus the device. The ra lead was explanted and replaced. It was further reported that the device was not pacing in the atrial chamber. When the new ra lead was placed, operative testing demonstrated capture. However, when the new ra lead was placed in the atrial header block, no capture was noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.